Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2018. During insertion in the medullary canal, the expert antegrade femoral nail (a2fn) head broke. It is unknown if there were fragments that remained in the patient. Surgical outcome and patient outcome are unknown. This report is for one (1) unknown-nail. (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion in the medullary canal, the expert antegrade femoral nail (a2fn) head broke. The proximal end of the nail was attached to the handle for insertion and tip broke while the nail was inserted. The nail loosened during insertion and had to be extracted out of the medullary canal. A new nail of different size was inserted. There was a 30-minute surgical delay reported. No fragments were left behind. The patient was reported as stable. Concomitant device reported: unknown insertion handle for expert a2fn (part# unknown, lot# unknown, quantity#1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative/data: event, concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary investigation selection : investigation site: cq zuchwil , selected flow(s): 5. Broken . Visual inspection: upon visual inspection of the complaint device it can be seen that the connecting section at the proximal end is damaged and broken, this thus confirming the complaint description. Furthermore, there are some deformation, dents and scratches visible at and in the proximal compression hole, from contact with screw or drill bit. Otherwise, the article is in a good condition. Document/specification review: drawings and revisions are in accordance to DHR of production lot 7784796. All relevant features are defined on the used drawing revisions of DHR of production lot 7784796. Dimensional inspection: during investigation the diameter was measured with the micrometer, the measure result is within accuracy. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Material or hardness review: the raw material certificate was reviewed and the used material was according to specification. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, butit is likely that excessive force led to this damage or/and that during the operation an application error may have taken place. H3, h4, h6: a device history record (DHR) review was performed for the affected lot, 11 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2012. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history : lot part: 04.009.568s, lot: 7784796, manufacturing site: mezzovico, release to warehouse date: 27.february 2012, expiry date: 01.february 2022. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal end of the nail was attached to the handle for insertion and the tip broke while the nail was inserted. The nail loosened during insertion and had to be extracted out of the medullary canal. A new nail of different size was inserted. There was a surgical delay of 30 minutes. No fragments were left behind. The patient status was reported as stable.